Event description:
It was reported that non-sustained oversensing was observed on the right ventricular (rv) lead. The oversensing was reproducible with deep breathing. Programming changes were made. There were no patient consequences.